Event description:
A mayfield modified skull clamp was reported to have slipped on a patient. Information regarding whether there was an injury or delay in surgery was not available. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.